Event description:
It was reported that the bd plastipak¿ syringe with disposable needle plunger was broken. There was no report of exposure, injury, or medical intervention. This malfunction affected 3 syringes.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that the bd plastipak¿ syringe with disposable needle plunger was broken. There was no report of exposure, injury, or medical intervention. This malfunction affected 3 syringes. H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Sample and photos received for investigation. During the evaluation of the part sent by the customer the cannula did not present any damage or deformity, however it was observed that the plunger was damaged and it did not present the scale. In relation to the assembled needle, lot used for the manufacture of the syringe were evaluated for bent cannula and deformed, having results according to what was approved and inspected according to the current working instruction with satisfactory results for the characteristics required for its approval. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The damage to the plunger can be generated during the feeding of the same by binding of the component in the guides or because the disc is not synchronized at the speed of the supply system for the assembly. Regarding the scale, during the start of the batch is carried out a test of permanence of scale which is to pass lightly a cotton of alcohol. Results are satisfactory when the scale remains readable and is not removed any character more than 50%, however if you are manipulating and repeatedly rubbing hard the scale, this could disappear because the intended use is to vacuum or inject the fluid and immediately after discard.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe with disposable needle plunger was broken. There was no report of exposure, injury, or medical intervention.